Event description:
Complaint received as follows: "complaint description: the cuff leakage was noted in pretesting."

Manufacturer narrative:
Based on available information, medical determination is that this is a serious malfunction. A leaking endotracheal/tracheostomy tube cuff exposes the patient to the risk of aspiration of gastric contents and a reduction in ventilation pressure. Although there is a potential for a serious injury, the likelihood of such an occurrence is low because these devices undergo rigorous testing and are only used in highly monitored and highly specialized settings. A leaking cuff would likely trigger alarms to alert care-givers and in most cases all that is required is a simple re-inflation by the bedside. However, in some cases of a rapid leak, the patient may require a complete re-intubation. This procedure, if carried out in expert, experienced hands, has a low incidence of serious complications. An analysis on the returned samples showed that it met specification as product did not show any significant abnormalities. No leakage of the cuff could be observed when tested either with air or colored water. Reported to the FDA on (B)(4) 2013.